Event description:
While doing an open rtc repair, surgeon punched but did not tap the pt's bone. He felt the bone was soft enough. Anchor squeaked on insertion and broke off at the head. Surgeon used suture to complete. A piece of implant was left in the patient's bone. No adverse consequences reported with the pt as a result of event.